Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. In addition, it was reported that the pump touchscreen was allegedly unresponsive, however, the issue could not be confirmed as the customer declined further troubleshooting this issue. Customer¿s blood glucose was 135 mg/dl. Reportedly, customer reverted to another pump for insulin therapy.